Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had possible ghost pocket and medication ID pant40c failed to cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a possible ghost pocket had been identified and that the medication identification had not transferred correctly for pyxis replenishment. A technical support specialist (tss) had addressed the issue by removing the ghost pocket using the database tool. The system functioned as intended after technical support specialist troubleshot the device.